Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure there was a large amount of noise that was oversensed on the right atrial (ra) channel. The ra lead was changed to a different lead, however there was still noise thus the physician replaced the implantable cardioverter defibrillator (ICD). Once the ICD was removed, there was no additional noise on the ra channel. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. High powered microscopic visual inspection of the lead barrels and header of the device noted body fluid contamination in the ra lead barrel. Further inspection found that a hole was noted in the ra seal plug. All other seal plugs were intact. Due to this observation it was determined that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.